Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.2. Date: (B)(6) 2011, inratio: 1.3, 1.9. Patient's therapeutic range: 2.0-3.0 inr.